Event description:
Report received that a patient had passed away. The patient's physician has been contacted, but no response has been received to date. A cause of death has not been provided. The programming history from the generator was reviewed, but the data only contained settings from about three years prior to the patient's death. Diagnostic data was not available. A sudep evaluation determined the patient possibly died of sudep. The patient's obituary indicated she died in a hospital. No additional relevant information has been received to date.

Event description:
Further information was received from the patient's funeral home that the cause of death was asystole due to seizures due to cerebral palsy. They also reported that the implants were cremated with the patient and could not be returned for analysis. An updated sudep evaluation determined that the cause of death provided likely indicated probable sudep since cardiac asystole provoked by epileptic seizures is a rare but important complication in epilepsy and is supposed to be relevant to the pathogenesis of sudep. The relationship to vns was not provided. No other additional relevant information has been received to date.